Event description:
I suddenly became extremely sick. My breasts swelled three sizes, massive body pain, high platelets. Hashimoto's, rash, food intolerance, unable to speak, dress, elevated pulse, low blood pressure, headaches, fevers, chills, sweats, blood in stool, and after removal on (B)(6) 2019 I'm all better. Platelets normal and no more hashimotos or pain. Pathology reported cancer markers for a bia-alcl in my plasma.